Event description:
Boston scientific crm received info that this right atrial (ra) lead (model 4479) was not successfully implanted. The physician was not satisfied with the placement. Another ra lead (model 4135) was attempted in several different spots and did fixate. When the lead was hooked up to the device, the pt decompensated and the blood pressure decreased. An echo was performed and confirmed a perforation. The physician does not think that this product caused the perforation. The physician was not sure when the perforation happened.